Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 20:26:21 with ultrafiltration reading of 1.29689e+006ml during cycle 5, indicating the home patient (hp) drained 1.29679e+006ml more than their maximum programmed fill volume of 2000ml. No patient injury or medical intervention was associated with this event. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further review of the complaint file, this complaint was determined to be a duplicate of complaint number (B)(4). Please reference submission report number 1423500-2012-13875 for information on the investigation.